Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 360 mg/dl at the time of the incident. The customer was at 85 mg/dl at the time of the call. The customer used an insulin pen and was given intravenous insulin to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer was having a lot of occlusion alarms and their infusion set needles were coming out bent. Troubleshooting was not completed as the customer did not have the pump at the time of the call. The customer also had pneumonia at the time of the high. The customer stated their serter may be causing the bent infusion set needles. The insulin pump will not be returned for analysis.